Event description:
It was reported that the patient had his inflatable penile prosthesis removed due to unknown reasons. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the implant was not functioning and the cause was unknown.

Event description:
It was reported that the patient had his inflatable penile prosthesis removed due to unknown reasons. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.